Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was broken and was offline in remote support service. A field service engineer (fse) replaced main 2 t-board and drawer board for 2.2 and verified functionality through hardware test application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was broken, was offline in remote support service, the pyxis machine appeared to be powered down and could not be turned on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.